Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: unknown e1: phone number: unknown e2: health professional: unknown e3: occupation: unknown h4: device manufacture date: unknown due to unknown lot number since the actual sample was not returned, investigation of it could not be performed. In the past two years for the product with the involved product code, we have not received any complaints caused by the manufacturing process. Since the lot number was unknown, the manufacturing record and the shipping inspection record of the actual product could not be investigated. Since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that when performing ultrasound guided ptcd for the patient, it was found that the rubber jacket of the hydrophilic coating guide wire was damaged. The guide wire was replaced immediately to complete the procedure. There was no injury to the patient or medical/surgical intervention required. There were not any damaged pieces remained in the patient's body. The procedure outcome was not reported. The patient was not harmed.